Event description:
A report was received stating that a "burr broke while in surgery, inside patient but no patient impact." On follow-up it was noted that all the pieces were recovered and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation noted that the device was received in two pieces and the fracture was planar. The fracture surface was smeared due to the two surfaces rubbing against each other. The tool fractured due to applying a side load on the tool. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."